Event description:
Patient reported concern with one of his crono 5 pump, sn (B)(4). Patient feels that there is something off about the pump. He states that he experiences a greater occurrence of cardiac events with this one in particular, more arrhythmias, pvcs. States that they are more frequent and aggressive when he uses this pump in particular. No further information provided. Serial number: (B)(4). We are replacing pump. Dose or amount: 335 microl/hr. Frequency: continuous. Route: subcutaneous. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: i27.0.